Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported that a minor delay occurred to replace the bur as a result of this event it was further reported that there was no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported that a minor delay occurred to replace the bur as a result of this event it was further reported that there was no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. Device not available for return.